Manufacturer narrative:
Risk assessment; results: visual, dimensional and functional analysis could not be performed as the device was not returned. No lot # was provided, so a manufacturing record review could not be performed. Conclusion: the root cause of the event cannot be determined conclusively from the information given. X-ray image was provided but image is not clear. Factors that may have contributed to failure: incorrect alignment of rod in tulip head, inadequate length of the rod (too short) for the construct, repeated fatigue/instantaneous loading, inadequate tightening of the blockers.

Event description:
It was reported that; blocker came loose post-op and cause rod to migrate.

Event description:
It was reported that blocker came loose post-op and cause rod to migrate.